Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call for high blood glucose. The customer's mother stated that on tuesday his blood glucose was around the 300 mg/dl of 400 mg/dl line when they used bad insulin. Customer's mother stated that prior to call the blood glucose was 495 mg/dl and went down to 265 mg/dl. Customer's mother declined high blood glucose troubleshoot. The insulin pump will not be returned for analysis.